Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the battery drawer was broken, all bails and bail covers were missing, the lower case was broken, the battery connection flex assembly was corroded and the lower case was broken. (B)(4).

Event description:
It was reported that it was difficult to turn the device on and off. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.